Event description:
It is reported that when testing the balloon prior to insertion, the nurse was unable to withdraw the water that the instilled into the balloon resulting in the need to cut the tube leading to the balloon in an attempt to deflate/extract the instilled water which did not yield the intended results as the water remained in the balloon.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction, as none of the devices attempted to use reached the pt or were inserted into pts. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Please note: there are three (3) cases associated with this product; therefore a separate FDA form 3500a has been generated to address the other two (2) cases. The lot number was not provided. A return sample for eval is not expected. Reported to FDA on (B)(4) 2014. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.